Event description:
My left began hurting really badly in late march. By early april, it was tearing up and causing me to stop working. I told a co-worker that I just couldn't continue working with my eye in such pain, and she suggested that perhaps I had a tear in my contact lens. I took the lenses out, I had a small bottle of renu in my office cabinet. The pain continued the next day, and my vision got blurry and I could not stand light of any kind. I felt like wearing sunglasses all day. I started feeling bad all over because I couldn't see. I had gone out of town on business for about a week and hadn't heard anything about the recall. I had taken the small bottle of renu on my trip. When I returned home and continued complaining about my eyes hurting, my mom remembered to tell me about the recall. I immediately went to my eye dr. They would not return my call. I had to walk in there and pretty much demand to be seen. They kept saying that the reports of infections "are only in asian countries" and sort of wrote me off. The exam proved that I had small bumps all on the inside of my left eye lid and that tissue was swollen around both eyes. The dr gave me a prescription for an anti-bacterial eye drop. When I got it home, I was furious: it was made by bausch & lomb. I am going to another dr for a second opinion. My eyes are hurting at this very minute. What makes me angry is that I received the free small bottles of renu with moistureloc from eye care each time I've purchased new sets of contacts. The dr's office knew about the recall but did not bother to call any of their pts to tell them about the recall. I will not be going back to that office.